Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee femoral cat#: unk, lot#: unk, unknown knee tibial tray cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00347, 0001822565 - 2018 - 00348, 0001822565 - 2018 - 00349. Product location is unknown.

Event description:
It was reported that the patient is revised after knee arthroplasty due to unknown reason.

Manufacturer narrative:
Upon reassessment of this event it was determined that this reported event was already reported on 0001822565-2017-08648 & 0001822565-2017-08649.